Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery test were not perform due to motor error alarm. Unexpected restart test was not performed due to constant motor error alarm during bolus delivery. No rewind anomaly or unexpected restart noted during testing. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus. Customer stated that the insulin pump also went from vibrate to audio without the customer changing the settings. Customer stated that they do not use the sensor feature on the insulin pump and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 147 mg/dl. No further information reported.